Manufacturer narrative:
A specific root cause could not be determined as no product was received for investigation. No information was provided that would point to a cause for the result discrepancy.

Manufacturer narrative:
(B)(4)

Event description:
The customer's husband reported the customer received a questionable high result from coaguchek xs meter serial number (B)(4). The customer tested with her meter and the result was 2.4 inr. The result from a roche meter at the clinic within 30 minutes was 0.9 inr. The testing was repeated and the result was again 0.9 inr. The customer's dosage was adjusted based on the 0.9 inr result. The clinic determined their result to be correct and did not use the 2.4 inr result. There was no adverse event. A new finger was not used for each testing and the same finger had been used earlier in the day for a glucose test. The therapeutic range was 2.0-3.0 inr. The customer was not anemic, was not on heparin, and had no antiphospholipid antibodies. The customer had no diet changes, new medications or supplements, changes to health, or abnormal symptoms. The suspect strips and meter were requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 144577-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified.